Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The clinic provided berlin heart with a video of the blood pump at the time of the incident. The video from the clinic showed bumps on the membrane that can be seen through the air chamber and also particles directly in the air chamber. The affected blood pump was returned to berlin heart for analysis following the exchange. Initial visual examination of the returned blood pump confirmed graphite agglomerates between the membrane layers. The blood pump was then tested for functional performance where it met its required pumping specification. For further investigation, the pump was submitted for an external CT examination. No abnormalities were detected in the three membrane layers. Particles were noted between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually examined. Graphite agglomerates were found between the membranes, confirming the clinic's observation. All three membrane layers were intact. The thickness of the individual membrane layers of the returned blood pump was re-measured at fixed points. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. No membrane defect could be detected. The pump met its required functional specification (100%) and all three membrane layers were intact. The cause of the abnormality is most likely due the graphite particles formed by abrasion between the membranes. The resulting graphite agglomerates led to the appearance of bumps between the membrane layers.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 (26 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned blood pump did not reveal any visible graphite particles in the air chamber. A detailed investigation of the returned pump will be completed and a report submitted as soon as available. This particular model is not available in the USA. However, a similar device is available, therefore, we are reporting under the MDR regulations.

Event description:
We were contacted by the clinic to report the presence of graphite agglomerates in the air-side membrane interstices of the right excor blood pump of a patient supported in the bvad configuration. Video material from the clinic was evaluated by berlin heart (B)(4) and an exchange of the affected blood pump was recommended. The affected pump was exchanged by trained professionals at the clinic on (B)(6) 2019. The exchange was performed without complications and the patient was not affected by it.